Event description:
New information indicated the lead continued to exhibit unacceptable thresholds. The lead was explanted and replaced (B)(6) 2015. The patient was stable post procedure.

Event description:
It was reported that the left ventricular lead exhibited loss of capture. No intervention had been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.